Event description:
Caller reported a malfunction on the pump, identified by the malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset. Following the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues reappear, which the caller acknowledged and understood.